Event description:
It was reported that the pressure rated ext set, IV connector leaked from the terumo infusion line connection. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the connection to terumo's infusion line."

Manufacturer narrative:
H.6. Investigation: one mz5303 sample was received without packaging connected to a terumo primary infusion set for investigation; residual fluid was present throughout the line. A visual inspection of the returned mz5303 sample did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. Functional testing was performed by connecting the male luer of the returned terumo set to the female luer adaptor (fla) of the mz5303 sample; no leakage was identified and the connections was found to be secure. Pressure testing of the mz5303 sample, both connected to the terumo infusion set and as a standalone product, did not identify any leakage throughout testing. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance the customer's experience of leakage could not be replicated and therefore it is not possible to conclusively link this feedback to a specific failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pressure rated ext set, IV connector leaked from the terumo infusion line connection. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the connection to terumo's infusion line."